Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately six weeks ago. There was stenosis present in both iliac arteries specifically in the left common iliac origin and with moderate bilateral calcification. The distal aorta measured 19x19mm. It was reported that the patient presented with cold legs and total graft occlusion approximately three weeks post implant. The patient was taken to the hospital for treatment. An angiogram was performed in the o.r. Which showed stenosis in the left limb of the graft. The original implanted left limb was extended into the left external iliac artery per the physician's direction. The physician believes the cause of the graft thrombosis was a stenosis in the left limb (external iliac). A thrombectomy procedure and a reliant balloon were used to remove thrombus bilaterally. The stent graft was occluded to just below the renal arteries. To address the stenosis pta was performed. Two balloon expandable stents were implanted within the stent graft limb in the left common iliac and external iliac arteries. Additionally, two self-expanding stents were implanted in the distal left external iliac artery (distal to the stent graft) to address a dissection, which was observed post pta. Completion angiogram showed graft patency; however, significant thrombus remained. The next day the patient's left leg was warm and the right leg was "cool." The patient is being monitored by the physician. No additional clinical sequelae were reported.

Manufacturer narrative:
Results: inherent risk of procedure (stent graft occlusion, arterial dissection). Patient's condition affected effectiveness of device (iliac artery stenosis and calcification); caused by another drug/device (pta caused the dissection). Conclusion: device failure/lack of effectiveness related to patient condition (iliac artery stenosis and calcification); another device caused failure (pta caused the dissection).